Event description:
It was reported that after 25:12 minutes and 156,441 joules of use, the physician noted that the fiber began to forward fire. The fiber was replaced and the procedure completed using a second fiber. There was no patient injury.